Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that the patient said that their ins was turned on (B)(6) 2018, and at that point they said the battery was at 3.30. Now it is already at 2.68. The patient said they were told the battery would last 4 years and it's only been 4 months. The patient said their settings weren't high so the patient was redirected to contact their hcp. There were no further complications reported.